Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date, the aneurx bifurcate had migrated approximately 2cm down with the presence of a proximal type I endoleak. The cause of the migration was due to neck dilatation and morphology changes. The physician decided to implant an endurant cuff resolving the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).